Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire medical field service representative (fsr) evaluated the device on site. Replaced o-rings, filters, o2 sensor, muffler cap, and main board battery. Replaced turbine due to loud grinding noise, replaced blender due to oxygen leaking when connected to oxygen in wall. Leak test failed. Checked for cracks and found none, check flow senor and diaphragm for damage and found none. Replaced flow sensor receptacle and exhalation valve, but leak test still failed. Performed all calibrations and tried again, leak test still failed. Then blender was replaced, but leak test still present. Replaced muffler, but leak test still failed. Replaced inspiration solenoid valve, leak test still failed. Used various tubing, leak test still failed. Ran exhalation valve characterization which passed. Replaced turbine to address noise coming from turbine, but noise remained. Turbine is functional, but leak test still failed. Replaced main pcb, leak still present. Replaced manifold, and leak is still present. Vyaire fsr will continue repair on next visit before escalating repair. The exact root cause was not determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had leaks and power failure. There is no information regarding patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11 results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was returned for investigation. Vyaire was able to duplicate the reported problem. Found vent will not power on due to bad power supply. Also, found bad exhalation valve and verified leak test failed intermittently; and also exhalation valve calibration is failing. As a resolution, vyaire replaced affected components. Replaced power supply, exhalation valve, blender, battery tray, turbine, membrane switch, check valve, washer, and filter cone. Replaced all tubing and ran unit for 24 hours and all testing passed per ovp (operational verification procedure) service manual. Unit meets service specifications.